Event description:
It was reported to philips that, system was difficult to turn on intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information received onsite, this case was logged wrongly, therefore philips did not inspect the device, and no additional information could be obtained from onsite. Since the complaint was created in error, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.